Event description:
It was reported that during routine follow up, diagnostic imaging revealed externalized conductors. All electrical parameters were in range. Lead remains implanted. There were no adverse consequences to the patient.